Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter leaked at the catheter, and that the needle broke after use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: the batch record for lot# 8017153 was reviewed, no related abnormalities were found during the manufacturing process. A sample was provided for the purpose of aiding our quality engineer's investigation, his is the first instance of this failure mode with this lot number. The sample was subjected to leakage testing and visually examined for any defect that could indicate a point of origin for a leak. The testing result were unable to produce a leak in the returned device. Visual evaluation was likewise unable to produce any additional observations that would assist in identify the root cause for this event. The root cause for this complaint could not be determined at this time. Bd will continue to track and trend for this issue.

Event description:
It was reported that bd intima ii¿ IV catheter prn adapter leaked at the catheter, and that the needle broke after use. No serious injury or medical intervention was reported.